Manufacturer narrative:
Evaluation summary: quality assurance analysis of the device revealed that the catheter was returned without blood or contrast visible. The stent had dislodged from the balloon and was not returned. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There were mutliple bends throughout the entire length of the hypotube. There was no other damage noted to the catheter. The protective sheath was not returned. Product performance engineering reviewed the incident info and analysis of the returned delivery system, however, the stent or balloon protective sheath were not returned to abbott vascular for analysis. It was reported that during device preparation, after removing the device from the hoop, it was observed that the stent was missing. Results from quality assurance analysis (qat) confirmed that the stent had dislodged from the balloon, as crimp marks were visible on the tightly folded balloon between the balloon marker bands. Potential causes of dislodgement, as observed in past incident, may include improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal or forced sheath removal. Unfortunately, none of the info suggests any of these causes is the most likely cause. A definitive root cause for the stent dislodgement in this case cannot be determined. Additionally, it was observed during qat visual inspection that the proximal shaft (hypotube) had multipe bends along the entire length of the hypotube. This mechanical damage was not reported and is not believed to be related to the reported discrepancy. The most likely root cause of this damage may be due to handling when packaging the device for transit back to abbott for analysis. As a conclusive root cause could not be determined for the stent dislodgement, no corrrective action will be implemented in this case. Product performance engineering will monitor the incident circumstances. A review of the finished device lot history record did not reveal any non-conforming material reports. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the rx vision stent delivery system (sds) was selected for use. After removal from the hoop during preparation, it was noted that the stent was missing and was not on the balloon. No pt effects were reported. No additional event or pt info is available. This is being reported based on the returned product evaluation, which revealed crimp marks visible on the balloon, surggesting that the stent was originally positioned correctly at the time of MFR.